Event description:
The pump was returned for investigation. Investigation revealed the display screen is faded and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen is faded, discolored, and difficult to read. The display was replaced with a test display, and the contrast returned to normal with no signs of fading or discoloration. Unrelated to the display issue, investigation revealed a battery compartment leak, and there was evidence of moisture corrosion observed inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).